Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -7.5 diopter was implanted into the patients right eye (od) on (B)(6) 2022 and the lens was implanted, removed and replaced intraoperatively for a longer length lens due to low vault. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Device code (B)(4): off-label use (acd < 3.0mm) claim# (B)(4).